Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, the low bg was caused by hot weather. Bg was addressed with baqsimi (nasal glucagon). Recommendation was made to discuss diabetes management with a health care professional.